Event description:
It was reported that this brady lead that was implanted in the left bundle branch exhibited lead dislodgement. This brady lead was explanted and replaced with the same model. No additional adverse patient effects were reported.